Event description:
It was reported that orange residue was found on the packages and in the box of bd luer-lok¿ tip syringes while unpacking the box. This was found with 4 syringes. The following information was provided by the initial reporter: "detail: orange residue on 4 syringes that were at the bottom of the box. Found as the box was being unpacked to take to unit. No previous exposure outside the box. Box is undamaged. Unknown origin of residue. Number of occurrences: 4.0... Response received on 01-sep-2023. Are you able to advise the date of event? Unable to recall. Can provide this information when our systems come back up. Where was the orange residue located? Was it inside the syringe in the fluid path or outside of the syringe? It is on the outer package of the syringe... Can you identify the orange residue? No. Is the foreign matter able to be removed or is it embedded in the plastic? Unknown¿.because we don¿t know what the orange substance is, we¿re hesitant to touch it. Was there any patient involvement? No. This was found when we were unpacking the box to distribute to the nursing units. Never made it out of the store room.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2023-09-19. H.6. Investigation summary: it was reported there was orange residue on four syringes. To aid in the investigation, four samples in sealed packaging blisters and one photo was received for evaluation by our quality team. A visual inspection was performed, and the packaging blister top webs have residues of orange ink. The photo provided shows the samples received. No other defects or imperfections were observed. This defect could occur if the printer was not properly purged leaving resides of orange ink. A device history record review was completed for provided material number 309653, lot 3110741. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that orange residue was found on the packages and in the box of bd luer-lok¿ tip syringes while unpacking the box. This was found with 4 syringes. The following information was provided by the initial reporter: "detail: orange residue on 4 syringes that were at the bottom of the box. Found as the box was being unpacked to take to unit. No previous exposure outside the box. Box is undamaged. Unknown origin of residue. Number of occurrences: 4.0. Response received on 01-sep-2023. Are you able to advise the date of event? Unable to recall. Can provide this information when our systems come back up. Where was the orange residue located? Was it inside the syringe in the fluid path or outside of the syringe? It is on the outer package of the syringe. Can you identify the orange residue? No is the foreign matter able to be removed or is it embedded in the plastic? Unknow because we don¿t know what the orange substance is, we¿re hesitant to touch it. Was there any patient involvement? No. This was found when we were unpacking the box to distribute to the nursing units. Never made it out of the store room.